Manufacturer narrative:
Product analysis: the resolute onyx device was returned with a number of kinks located on the hypotube. The stent was not present on the returned device. Negative prep was performed on the returned device without issue. The device was inflated to 12atm, it maintained pressure without issue. The resolute onyx device was then inflated to 18atm, where it maintained pressure without issues. (B)(4).

Event description:
The physician was attempting to use a resolute onyx stent. The device was removed from packaging per IFU and inspected, with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. The target lesion in the proximal rca was a normal lesion, not calcified. Lesion was pre-dilated. The device was removed from its packaging per the IFU. There was no problem advancing the device to the lesion. A pressure of 12 atm was applied to the unit however during stent deployment it was not possible to inflate the device on the first inflation. There was a gradual drop in pressure. It was reported that a balloon burst/leak had occurred. The procedure was completed using a nceup3508x balloon. No patient injury was reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.